Manufacturer narrative:
Device was used for treatment, not diagnosis. No service history review can be performed as part number 03.501.080 with lot number(s) 7606881 is a lot/batch controlled item. The manufacture date of this item is unknown. The service history review is unconfirmed. A device history record review was performed for the subject device lot number 7606881. Manufacturing location: (B)(4). Date of manufacture: 22.sep.2011. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. A product development investigation was performed for the subject device (application instrument for sternal zipfix, part number 03.501.080, lot number 7606881). The subject device was returned with the complaint condition stating: the application instrument is part of the sternal zipfix system and is a multifunctional instrument which applies tension and cuts the zipfix implants. A prong on the distal tip of the cutting assembly has broken off and was not returned along with the instrument. The overall condition of the device is good, despite the broken fragment, and has minimal wear over the device¿s 6-year lifetime. Replication of the complaint condition is not applicable as the device was returned in broken condition. The customer reported the piece of the instrument broke off. The repair technician reported the cutting tool broke off. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Drawings for the device were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint conditioned is confirmed, as a part of the cutting assembly is broken off. The application instrument is a multiple use instrument that is used numerous times over the course of a procedure to tighten and cut the zipfix implants. However, based upon the given information, a root cause is indeterminable. It is not likely that the design of the instrument contributed to this complaint. No new, unique or different patient harms were identified as a result of this evaluation. Unable to determine a definitive root cause. However, the complaint condition was most likely caused by repetitive use over the product¿s lifetime or inattentiveness during sterilization. It is not likely that the design of the device contributed to this complaint. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement. Date of device breakage is not known. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. The previous service event for part number 03.501.080 with lot number(s) 7606881 has been reviewed. The customer called in a service request for this item on 24-mar-2017 for metal piece broke off. The item was previously returned for service on 22-jun-2016 due to loose component. The previous service condition of loose component is relevant to the current complained issue of metal piece broke off. The manufacture date of this item is 22-sep-2011. The source of the manufacture date is the release to warehouse date. The service history review is confirmed. The customer reported the piece of the instrument broke off. The repair technician reported the cutting tool broke off. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Service and repair department documented that reporter found a metal piece of application instrument for sternal zipfix broken and floating in bag when reporter opened sterile shrink wrap packaging. Issue identified during inspection activities of the evaluation set. It is unknown when this event occurred. There was no patient involvement. This report is for one (1) application instrument for zipfix. This is report 1 of 1 for (B)(4).